Event description:
Info received that the brakes at foot end were not working properly. No injury reported.

Manufacturer narrative:
Technician found that the pedal would engage but the swivel locked on. The right foot was not holding. Replaced the caster to resolve this issue.